Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion at abdomen, buttock area and thigh, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via pump. The patient changed soft cannula infusion set only and resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.